Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed no delivery and customer has been experiencing high blood glucose. Customer's blood glucose was 19.8mmo/l. Customer's father was advised to perform a fixed prime, insulin did exit. Customer had all ready done a complete set change prior to call. Troubleshooting was not completed since customer had done a complete set change. Customer was advised alarm was caused by a possible occlusion. No further information reported.